Manufacturer narrative:
(B)(4). Changed to no as device is not available for assessment. The complaint mr850 respiratory humidifier was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on information provided by the customer. The customer stated that the audible alarm was not functioning. We are unable to determine what may have caused the reported event without the complaint device returned. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation." The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in california reported that the audible alarm of an mr850 respiratory heated humidifier was not working. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). We are currently in the process of retrieving the complaint device from the customer. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the audible alarm of an mr850 respiratory heated humidifier was not working. There was no reported patient consequences.